Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) >500 mg/dl, with small ketones. Troubleshooting by customer support revealed that display screen was blank, with moisture/corrosion visible in the infrared window. The patient was not using the pump at the time of this bg excursion, having previously discontinued pump use due to the display issue. This complaint is being reported because the patient experienced hyperglycemia when off the pump due to pump malfunction, and because the display issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: last basal delivery was on (B)(6) 2014@8:00pm followed by an alarm prior multiple power on reset events. Tdd add up and equal the basal rate target moisture corrosion is observed on the display screen inside the pump, the bolus button cover is detached and missing. The pump failed a leak test due a bolus button leak. The pump powers ¿on¿ with auditory and vibration, but the screen remains blank upon start up. Unable to verify all steps due the blank screen failure. Moisture corrosion was found to the printed circuit board on the display screen circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.